Manufacturer narrative:
Clinical investigation concluded that the patient was no affected due to the event. Product evaluation could not be completed because device was not returned. A device history record was extracted and device met requirements. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.

Event description:
It was reported by the patients peritoneal dialysis nurse of the fmc peritoneal dialysis (pd) liberty cycler that the patient had solution inside the cassette door. It was also reported that the patient received two alarms on device. Treatment was discontinued and no reported ill effect occurred.